Manufacturer narrative:
Product analysis summary: the device returned with blood visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the proximal balloon pillow. The balloon did not inflate. Upon visual inspection of the device, there was a tear on the balloon proximal pillow. The balloon material was lifted upwards at the tear site. The material appeared to be torn proximal to distal. A lead in scratch was evident proximal to the tear site. It was not possible to perform inflation testing on the device due to the tear on the proximal balloon pillow. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lesion was pre-dilated two times using a 2.0x10mm euphora balloon with no issues noted. It was reported that the stent was delivered to the lesion however inflation could not be performed as an existing leak was noted. Resistance was encountered when the device was delivered to the lesion. The lesion was next pre-dilated with the same euphora balloon with no issues noted. The lesion was post-dilated using the stent delivery balloon. It was indicated that there was almost no calcification present. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a non-calcified, mildly tortuous lesion exhibiting 100% cto located in the distal right rca. It was reported that the stent was delivered directly to the lesion however inflation could not be performed and a leak was noted at 0 atm. The lesion was next pre-dilated using a euphora balloon and the procedure was completed using another 2.25x22mm resolute onyx stent. It was indicated that the rupture was not likely caused by calcification as it was a soft lesion. No patient injury reported.